Event description:
Additional information received reported that the patient did not currently have any issues that the manufacturer representative was aware of.

Event description:
It was reported there was a shocking or jolting sensation accompanied by acute pain. The patient felt the shocking sensation in her vagina, buttock, and down her leg. The patient's right 3 toes also froze. The device was turned down and the shocking sensation disappeared, but then the patient started having a return of symptoms because the stimulation was down. The patient was urinating more frequently and was afraid to turn the device settings back up. There was no known accident or incident related to the event. The patient was going to have the device checked. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).